Event description:
Patient came to emergency department decision to bring patient to operating room for surgery. Intravenous started in the emergency department. Patient was in operating room on table when defective tubing was discovered. Surgery was completed and the anesthesiologist was emerging the patient from anesthesia. Patent was not responding. The anesthesiologist assess why patient was not responding. She noted that there was blood on the floor below the intravenous site. In assessing the site and tubing she noted that the heat-sealed connection below the intravenous roller where the tubing connects to the y port was disconnected. (See picture) heat sealed connection defective. New tubing was primed and connected. No adverse outcome to patient.